Manufacturer narrative:
Correction required for initial MDR event description: programming changes were made for the initial instance of oversensing.

Event description:
New information received indicates that episodes of non-sustained rv oversnesing due to post-paced t-wave oversensing were observed through remote transmission. Further programming changes were recommended. The patient was asymptomatic.

Manufacturer narrative:
(B)(4)

Event description:
It was reported the patient presented to the clinic for a follow-up. Device interrogation indicated non sustained rv oversensing episodes due to t-wave oversensing. Reprogramming options were discussed. No patient symptoms were reported.